Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural haemorrhage ('she spotted for a while after insertion') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy menstrual bleeding and menometrorrhagia (requiring multiple blood transfusion). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required) and complication of device insertion ("some issues with putting the right side in"). In (B)(6) 2014, the patient experienced device expulsion ("one of her essure devices ¿fell out¿) with abdominal pain and back pain. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the post procedural haemorrhage and device expulsion had resolved and the complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device expulsion and post procedural haemorrhage with essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy as per pif). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-jul-2021: medical record received. Case became serious incident as removal was done. Reporters and medical history were added. This medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that she spotted for a while after insertion. This event, seen as post procedural bleeding, is serious due to its medical importance and anticipated in the reference safety information for essure. Genital bleeding may occur during or after essure insertion. Based on its nature and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was not regarded as incident, since neither hospitalization nor intervention to prevent permanent damage was reported. Additionally, non-serious events were reported. The ptc investigation resulted in an unconfirmed quality defect. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural haemorrhage ('she spotted for a while after insertion') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy menstrual bleeding and menometrorrhagia (requiring multiple blood transfusion). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required) and complication of device insertion ("some issues with putting the right side in"). In (B)(6) 2014, the patient experienced device expulsion ("one of her essure devices ¿fell out¿") with abdominal pain and back pain. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the post procedural haemorrhage and device expulsion had resolved and the complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device expulsion and post procedural haemorrhage with essure. No further causality assessment were provided for the product. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy as per pif). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.